Manufacturer narrative:
Corrected fields and additional information¿d4, d10, g4, g7, h2, h3, h4, h10. The complaint sample was not returned to codman, therefore, an evaluation of the device could not be performed. Device history records (dhrs) were reviewed and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned (discarded); nevertheless, the customer sent the 8 other devices from the same lot number he had in stock for evaluation. DHR - a review of quality records was conducted and prior to distribution the 8 devices met all manufacturing and quality testing/inspection specifications failure analysis - the 8 catheters were evaluated and the following observations were noted: 1. No visible damage to the millar sensor, catheter material or connector was found on returned products. 2. Each device passed electronic, noise, linearity/hysteresis and signal drift tests. Based on the evaluation, millar was not able to confirm the problem stated. No further investigation or corrective action is anticipated. No root cause could be determined as the 8 returned devices worked as intended.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that two icp's were not working. The first one was not detected by the monitor. The second one was impossible to zero. No device was kept but there was over a 30 minute delay. There were no consequences or impact to the patient.